Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running the sorter test. Fse found cup pickup misaligned in sorter. Fse resolved complaint by aligning sorter cup pickup positions. Fse performed quality control run without errors and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12: flags and error messages states the following: [4053] sorter-z home overrun: cause: the home sensor (B)(4), which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check (B)(4) and also check to see the cause of slipping, and so on, that occurs when (B)(4) moves to the limit side. The most probable cause of the reported event is due to misaligned sorter cup pickup assembly.

Event description:
A customer reported getting error message "4053 sorter z home overrun¿ on the aia-900 analyzer. The customer emptied backed up waste chute and attempted sample run and error occurred when the arm tries to pick up a test cup from the sorter. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.